Event description:
The manufacturer received information alleging a blank screen occurred on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a blank screen occurred on the device. There was no harm or injury reported. The following part was sent to the customer to repair this issue on the device: display board. The customer would be responsible for replacing the part on the device.